Manufacturer narrative:
Timing link in siderail too tight.

Event description:
It was reported by service report that the power cord had a broken ground prong and the siderail would not lock properly in the upright position. No patient involvement or adverse consequences are reported.